Manufacturer narrative:
An event of a device embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the article, "retrieval of large occlutech figula flex septal defect occluders using a commercially available bioptome: proof of concept,¿ which was taken from the journal of ¿cambridge university press¿ 2018. On an unknown date, a 18 mm amplatzer septal occluder was implanted and immediately embolized to the left pulmonary artery. The device was removed by snare. No additional information is available. (Doi: 10.1017/s1047951118000586)